Event description:
It was reported that patient was having difficulty charging the ipg and it would took hours to charge. The lpg was migrated as confirmed via x-ray. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by facility.